Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387s-40, lot # v167759, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v186423, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
The patient experienced a loss of therapeutic effect and started ¿freezing¿ two weeks ago. The patient programmer had not been used in a long time and new batteries were going to be purchased for it. A message has been left with the patient¿s health care provider (hcp). The patient is usually fine and able to move around with no problem. Then ¿all of a sudden in the last few days she has gotten very stiff.¿ she started to go ¿down hill¿ in the last 2 weeks. The patient programmer was working after getting new batteries. Both of the inss stated eos on the patient programmer. The devices were implanted less than 2 years ago. Something was wrong ¿these were supposed to be 10 year batteries.¿ the patient has the ins on all the time. Additional information has been requested. Reference manufacturer report# 3004209178-2013-19299.